Event description:
During patient use, the autopulse platform sn (B)(4) displayed a user advisory (ua) 20 (position out of range) error message. The crew immediately switched to manual CPR. No additional information was provided. No consequences or impact to the patient. After the call, the lifeband was replaced, however, the user was not able to clear the user advisory (ua) 20 error message.

Manufacturer narrative:
The reported complaint of the autopulse platform sn (B)(4) displayed a user advisory (ua) 20 (position out of range) error message was confirmed during archive data review however was not confirmed during the initial functional testing. The investigation findings revealed that the root cause for the reported complaint was due to drive train motor brake assembly air gap was wide and was out of specification, likely attributed to the device's aging. The autopulse platform was manufactured in 2014 and is 6 years old, past the expected service life of 5 years. Upon visual inspection, unrelated to the reported complaint, noticed a head restraint wire was cut. The patient head restraint wire could have been cut to free the patient from the platform or the user could have been lifting the platform by holding the head restraints. Missing head restraints do not render the autopulse platform non-functional. The noted physical damage to the top cover appeared to be the characteristic of user mishandling. The top cover needs to be replaced to address the damage. The archive data was reviewed and showed user advisory (ua) 20 error message occurred, thus confirming the reported complaint. The autopulse platform passed initial functional testing. However, the autopulse platform failed the brake gap inspection. The brake gap needs to be adjusted to the manufacturing specifications to remedy the issue. Waiting for customer approval for repair. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse platform with a serial number (B)(4).